Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2010, a 21mm trifecta valve was implanted. On (B)(6) 2016, the patient was diagnosed with severe aortic stenosis and structural valve deterioration secondary to calcification. On (B)(6) 2016, the patient underwent a tavi procedure (device details unknown) and was released from the hospital on (B)(6) 2016. (Clinical study patient ID: (B)(4)).